Event description:
It was reported that the lock latch was loose. There was no patient involvement and no harm/adverse event was reported.

Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. A visual inspection found a peeling dso seal and scratched lcd lens. There was no applicable evidence to review in the event history log. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was found to be the loose latch lock. The latch lock was tightened. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.